Event description:
It was reported that bilateral suture placement in the left and right common femoral arteries (lcfa and rcfa) was attempted with four prostyle devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, two prostyle devices had a cuff miss in the lcfa and two prostyle devices had a cuff miss in the rcfa. The sutures of four prostyle devices were successfully pre-placed with two at each access site. The sheath was upsized to a 16f on the lcfa and an 8f on the rcfa. The aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures at both access sites. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The three additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.